Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. The caller declined to provide information regarding any adverse impact on blood glucose levels. The customer was assisted in troubleshooting, including removing the pump from its case and confirming proper button use, but the difficulty persisted. Consequently, technical support arranged to replace the pump and instructed the customer to return the malfunctioning unit using a pre-paid label. The customer was prepared to use multiple daily injections (mdi) as a backup therapy to continue insulin delivery and understood how to manage the transition to storage mode before returning the pump.